Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined at the time of this report. Though the cause was unknown, a majority of peritonitis infections are caused by non-adherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. Regardless, in the absence of the required information, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported being hospitalized for peritonitis. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. Patient demographics, temporal relationship to pd therapy and/or root cause of this infection, treatment details and the patient¿s current disposition remain unknown. In the intake, the patient stated they were hospitalized for the past 7 days (from the reporting date) due to peritonitis with no indication this event was related to the use or performance of any specific product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a specific product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and hospitalization.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported being hospitalized for peritonitis. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. Patient demographics, temporal relationship to pd therapy and/or root cause of this infection, treatment details and the patient¿s current disposition remain unknown. In the intake, the patient stated they were hospitalized for the past 7 days (from the reporting date) due to peritonitis with no indication this event was related to the use or performance of any specific product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a specific product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and hospitalization.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. Hp3 was found to be clogged with fluid. The cause of the encountered dried fluid and fluid could not be determined. Mushroom head check passed.display became operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported being hospitalized for peritonitis. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. Patient demographics, temporal relationship to pd therapy and/or root cause of this infection, treatment details and the patient¿s current disposition remain unknown. In the intake, the patient stated they were hospitalized for the past 7 days (from the reporting date) due to peritonitis with no indication this event was related to the use or performance of any specific product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a specific product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and hospitalization.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported being hospitalized for peritonitis. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. Patient demographics, temporal relationship to pd therapy and/or root cause of this infection, treatment details and the patient¿s current disposition remain unknown. In the intake, the patient stated they were hospitalized for the past 7 days (from the reporting date) due to peritonitis with no indication this event was related to the use or performance of any specific product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a specific product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and hospitalization.

Manufacturer narrative:
Correction: for the follow up #2 MFR 2937457-2023-00799 the g.3. Date should be 9-04-2024.